Manufacturer narrative:
This report is for an unknown norian-biomaterial/cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter was the patient. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had a left tibial plateau fracture on (B)(6) 2018. The initial surgery was on (B)(6) 2018. The patient stated she requested titanium implants but was told that the surgeon only uses stainless steel. She was implanted with norian on the lateral side tibial plateau, a plate and 9 unknown screws. Approximately two weeks post-operative the patient states her post-operative pain increased to severe. On (B)(6) 2018 she returned to her surgeon to have her stitches removed. She mentioned the severe pain to the surgeon. Physical therapy was recommended at this time. In the next few weeks (approximately 4 weeks post-op) her leg started to appear red and swollen. In mid (B)(6) she was re-evaluated. At this point her leg was red, swollen, painful and it was thought that she was either having an infection or allergic reaction. During the evaluation, when the dr was palpating over the plate and screws he noted ¿lumps where the screws were and that the plate was loose¿. No treatment was advised at this time from her dr. She started to take benadryl and the redness and swelling slightly decreased. She started to have other issues such as bleeding gums, loose teeth, increased weight (35 lbs) and high blood pressure. Her dentist removed any metal cavities in her mouth due to ¿swollen cheeks¿ and replaced them with ceramic fillings in case she was having a reaction to the aluminum in the fillings. Throughout the noted time frame the patient continued to have pain, was non weight bearing and she continued physical therapy. In (B)(6) 2019 the patient followed up with the dr¿s partner and he advised her to have the implants removed. (B)(6) 2018 the patient had a revision procedure to remove the plate and screws in which the surgeon indicated that there was no issue with the devices. Per the surgeon the plate and screws were not loose. No infection was noted. The patient was noted to have a torn acl, torn mcl, it band tear and meniscus tear from the initial injury that was never repaired. She was advised that she would need a knee replacement, however she is hesitant to have one without knowing if she is allergic to the material. Even though the surgeon indicated that the implant was not loose, the patient reported that she felt as if it was. After the plates and screws were removed, the redness and swelling decreased, her bp decreased and gums stopped bleeding. Allergy testing was completed and it was identified that she was allergic to molybdenum and possibly aluminum. Currently she continues to have pain, the redness is mild and she still has discoloration to her knee/ calf area. This is report 1 of 1 for (B)(4). This report is for an unknown norian biomaterial/cement. This complaint is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020 the patient indicated that her condition has worsened, it is suspected that the growth in her leg may be cancerous. The diagnostic tests cannot be completed until the covid-19 restrictions have been removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2018, the patient had a left tibial plateau fracture. The initial surgery was on (B)(6) 2018. The patient stated that she requested titanium implants but was told that the surgeon only uses stainless steel. She was implanted with norian on the lateral side tibial plateau, a plate and 9 unknown screws. Approximately two weeks post-operative the patient states her post-operative pain increased to severe. On (B)(6) 2018, she returned to her surgeon to have her stitches removed. She mentioned the severe pain to the surgeon. Physical therapy was recommended at this time. In the next few weeks (approximately 4 weeks post-op) her leg started to appear red, swollen and ¿looking nasty¿. In mid-(B)(6) she was re-evaluated. At this point her leg was red, swollen, painful and it was thought that she was either having an infection or allergic reaction. During the evaluation, when the doctor was palpating over the plate and screws he noted ¿lumps where the screws were and that the plate was loose¿. No treatment was advised at this time from her doctor. She started to take benadryl and the redness and swelling slightly decreased. She started to have other ¿symptoms¿ such as bleeding gums, loose teeth, increased weight (35 lbs) and high blood pressure. Her dentist removed any metal cavities in her mouth due to ¿swollen cheeks¿ and replaced them with ceramic fillings in case she was having a reaction to the aluminum in the fillings. Throughout the noted time frame the patient continued to have pain, was non weight bearing and she continued physical therapy. In (B)(6) 2019, the patient followed up with the doctor's partner and he advised her to have the implants removed. On (B)(6) 2018 the patient had a revision procedure to remove the plate and screws in which the surgeon indicated that there was no issue with the devices. Per the surgeon the plate and screws were not loose. No infection was noted. The patient was noted to have a torn acl, torn mcl, it band tear and meniscus tear from the initial injury that was never repaired. She was advised that she would need a knee replacement, however she is hesitant to have one without knowing if she is allergic to the material. Even though the surgeon indicated that the implant was not loose, the patient reported that she felt as if it was. On an unknown date, the plates and screws were removed, the redness and swelling decreased, her bp decreased and gums stopped bleeding. She paid out of pocket for a 4 day allergy testing and it was identified that she was allergic to molybdenum and possibly aluminum. Currently she continues to have pain, the redness is mild and she still has discoloration to her knee/ calf area. The patient is requesting the material that is used in the plate, screws and norian in order to determine if all of her symptoms could be a result of an allergic reaction. She is requesting follow up with this information. On an unknown date, the patient also noted that she has a lump on her leg in the area where the norian was used and her doctor and her still felt like she is having an allergic reaction. She said that she has had bone scans and there are ¿hot spots¿ and ¿lesions¿ in that area on the bone scans. This complaint involves eleven (11) devices.

Event description:
Clarification: patient underwent revision procedure to remove the plate and screws on (B)(6) 2019 and not on (B)(6) 2018 as previously reported in event description. This event involves total 11 impacted devices. This complaint (B)(4) captures one device, additional 10 devices are captured under related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 07.704.005s, - norian drillable inject 5cc - sterile, lot number: ds7000349 (sterile), lot quantity: (B)(4), manufacturing location: dsm biomedical - kensey nash / final inspection and release: monument, release to warehouse date: 16-apr-2018, expiration date: 28-jan-2020. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.